Event description:
Event description guidant received information that it was initially questioned whether there was an integrity issue with the pacing system which triggered the lead safety switch on this device. However, it was determined that this pacemaker had been reprogrammed to pace the ventricle in the bipolar configuration and was unable to capture the myocardium as the patient had been implanted with a unipolar lead. The patient was is normal sinus rhythm and did not experience any symptoms due to loss of ventricular capture.